Event description:
It was reported that the handpiece began overheating and started to smoke during an extraction procedure. There was no reported pt or user injury, and the procedure was completed successfully.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.